Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found foreign material in the biopsy channel. Based on the results of the investigation, it is likely that the following led to the malfunction: -it was unknown whether there was deviation from IFU in reprocessing steps for the area where the foreign material remained. -no physical damage was confirmed on the area where the foreign material remained. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issu]. This issue is addressed in the instructions for use (IFU): the suggested event may be detected and prevented by handling device in accordance with the following IFU. IFU: tjf-q190v operation manual chapter 3 preparation and inspection states how to detect the event. IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the duodenovideoscope had foreign material exiting from the water channel. The event occurred during reprocessing. There were no reports of patient harm.